Event description:
Allergan aesthetics received a report in february 2022 of a patient in australia who received coolsculpting treatments in 2015 to the infrascapular areas and arms, in 2016 and 2017 to the infrascapular areas, and was diagnosed with paradoxical adipose hyperplasia to the infrascapular area and triceps in 2017. Corrective liposuction surgery was performed in (B)(6) 2019. The patient may have experienced recurrence of paradoxical adipose hyperplasia in which the tissue is reported as hard and large. The patient reports losing (B)(6) in weight since liposuction surgery.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report in february 2022 of a patient in (B)(6) who received coolsculpting treatments in 2015 to the infrascapular areas and arms, in 2016 and 2017 to the infrascapular areas, and was diagnosed with paradoxical adipose hyperplasia to the infrascapular area and triceps in 2017. Corrective liposuction surgery was performed on (B)(6) 2019. The patient may have experienced recurrence of paradoxical adipose hyperplasia in which the tissue is reported as hard and large. The patient reports losing 16.5 kilograms in weight since liposuction surgery.

Manufacturer narrative:
Corrected data.

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: (B)(4) become aware date (g3): 6/15/2022.

Event description:
Allergan aesthetics received a report in (B)(6) 2022 of a patient in australia who received coolsculpting treatments in 2015 to the infrascapular areas and arms, in 2016 and 2017 to the infrascapular areas, and was diagnosed with paradoxical adipose hyperplasia to the infrascapular area and triceps in 2017. Corrective liposuction surgery was performed in (B)(6) 2019. The patient may have experienced recurrence of paradoxical adipose hyperplasia in which the tissue is reported as hard and large. The patient reports losing 16.5 kilograms in weight since liposuction surgery.